Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda; product ID: 8780; (lot: 0226572639); product type: 0184-catheter; implant date: on (B)(6) 2024; explant (partial) date: on (B)(6) 2025; UDI: (B)(4); ubd: 2025-04-14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving morphine with concentration 3 mg/ml at an unknown dose rate via an implantable pump. It was reported that the spinal segment of catheter had migrated to pump pocket. Regarding factors that may have led or contributed to the issue, it was indicated that the pump was not sutured in place via the loops. The catheter (70 cm) was partially explanted on (B)(6) 2025. It was further indicated the catheter would be replaced in the future. The issue was not resolved. Surgical intervention was planned but had not yet been scheduled. The patient was without injury regarding their status as of on (B)(6) 2025. The healthcare provider had discarded the explanted portion of catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The model number, serial number, and implant date of the pump were unknown. The pump¿s loops for suturing appeared to be intact, and no torn sutures were observed. The cause of the pump not having been sutured in place was unknown. A revision surgery was planned for (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 8780, lot# 0226572639, implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type catheter. H6: the code b20 pertains to the pump. The previously applied b18 code remains applicable to the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. Regarding the pump not having been sutured in place, movement of the implant was evident. The catheter was replaced on (B)(6) 2025. No actions were taken specific to the pump at the time of the revision. Regarding if the issue had been resolved, it was indicated that there were no further issues.